Event description:
A report was received that the patient had an infection at the ipg and lead sites. The physician did not believe that infection was device or procedure related. Keflex antibiotics were prescribed. The patient underwent an explant procedure of the ipg.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted device was not returned to bsn as it was discarded by the medical facility.